Event description:
It was reported that the left ventricular (lv) lead became dislodged, resulting in loss of cardiac pacing during an ablation procedure. Subsequently, the lv lead was explanted. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not yet received.